Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead had low impedance, oversensing noise that cause pacing inhibition, and undersensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.